Event description:
It was reported the patient developed a device pocket infection. The device and leads were removed. The organism was indicated as being (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found.